Manufacturer narrative:
On 13-aug-2021, the investigation on the suspected medical device was completed. Investigation summary: visual analysis of the returned device revealed a tear on the anterior view, measuring approximately 9.7 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear, measuring approximately 0.2 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast reconstruction with a 355cc mentor memorygel breast implant and experienced postoperative right-sided rupture. The patient underwent removal without replacement on (B)(6) 2021. Upon explantation, the right-sided device was found to be ruptured. It is currently unknown as to the reason why the patient underwent the revision surgery. Follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted.